Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. There was fluid loss noted on the cuff and the cuff was not occluding enough. The existing aus was explanted and replaced. There were no further patient complications.